Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the tip of the cannula was broken when the universa soft ureteral stent set was removed from the packaging during prep time. There was no reported impact to the patient or end user as a result of the product problem.